Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: visual evaluation noted the knife handles were received in unused condition in their original packaging with no visible defect. The product grips, "#3" stamp and ruler etchings all had the intended appearance and the product was within specifications. Root cause analysis: : the reported complaint could not be duplicated. The returned product had the expected appearance and no abnormalities were identified. This complaint may be the result of customer preference. No manufacturing, workmanship or material deficiency has been identified.

Event description:
See h10

Manufacturer narrative:
Updated fields: b5, g3, g6, h2, h3, h10 b5/additional information: it was later reported that the alleged product problem was discovered during inspection; thus, there was no patient involvement.

Event description:
A facility reported that the knife #3 handle matte (110175) was unacceptable because the stamp was too deep; unable to clean it up and can't go through the autoclave. No patient injury, death or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.